Manufacturer narrative:
(B)(4). The date of the event onset was reported as "about three weeks" prior to the receipt of this report. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the peritonitis. The cause of the event, treatment details, patient's recovery status, and the action taken with dianeal therapy were not reported. No additional information is available.